Event description:
It was reported that this patient's implantable cardioverter defibrillator (ICD) recorded inappropriate atrial tachy response episodes due to respiratory rate trend (rrt) oversensing on the right atrial (ra) channel. Technical services reviewed the case and discussed the option is to program the rrt feature off. Pacing impedance for the ra lead has been within normal limits, although 2 high out-of-range (oor) spikes were noted. Ts discussed troubleshooting, including trying to reproduce oor measurements and noise; and continue monitoring the patient and/or physician discretion to replace this ICD. Further information was received, no troubleshooting was performed. The patient will continue to be monitored and the rrt will be programmed off. This device remains in service and no adverse patient effects were reported.

Event description:
It was reported that this patient's implantable cardioverter defibrillator (ICD) recorded inappropriate atrial tachy response episodes due to respiratory rate trend (rrt) oversensing on the right atrial (ra) channel. Technical services reviewed the case and discussed the option is to program the rrt feature off. Pacing impedance for the ra lead has been within normal limits, although 2 high out-of-range (oor) spikes were noted. Ts discussed troubleshooting, including trying to reproduce oor measurements and noise; and continue monitoring the patient and/or physician discretion to replace this ICD. Further information was received, no troubleshooting was performed. The patient will continue to be monitored and the rrt will be programmed off. This device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.